Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Field advisory: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was having a difficult time maintaining scs system therapy due to her ipg not holding a charge and requiring more frequent recharging. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received identified an sjm representative met with the patient for system reprogramming, and reprogramming was able to lessen the patient's recharge burden. Surgical intervention to address the issue is still pending.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced on (B)(6) 2015. Effective stimulation was reportedly restored postoperative, and the patient's issue has resolved.